Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose (bg) was high, however, specific bg value was not provided. The customer reverted to manual injections for insulin therapy and to address bg.